Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found electrocautery damage on the outer insulation at 8.4 cm from terminal pin. This was attributed to the explant procedure. There was also ried blood noted in helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that following a coronary artery bypass grafting (CABG) procedure, the right atrial (ra) lead exhibited an increase in threshold measurements. A micro-dislodgement was suspected. A revision procedure was performed where the ra lead was explanted and replaced. No additional adverse patient effects were reported.